Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover fell off. This issue occurred previously, and this record captures the previous issue. It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported monopolar curved scissors (mcs) tip cover came off when they were removing the instrument. Csr was present and did not see any strange reason for it to make it come off. Surgeon advised caller that this was the 2nd time that this issue occurred to him. Surgeon was davinci trained. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue was identified during a dv 5 system procedure. In the middle of the case, while doing a normal instrument exchange, observed that the tip cover was missing, because they saw the monopolar curved scissors (mcs) orange part was visible. It was confirmed that the tip cover was present during the beginning of the surgery. The surgeon advised to look in the cannula, as that issue occurred to him a month ago while on an xi system. Customer found the mcs tip cover in the cannula and used a laparoscopic grasper to remove the tip cover from the cannula and placed a new cannula. Caller reported both the surgeon, and the or staff have been using dv systems for years and are very familiar with the system. This issues never occurred previously and now it occurred twice in a month period. Caller agreed to verify the procedure information. Patient demographics were not provided. Caller stated that customer did not provide procedure information regarding the issue that occurred previously with the xi system, and it was confirmed that customer did not report the previously occurring issue. Patient demographics were not provided.